Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cases were returned and residue confirmed on the trays. Root cause attributed to user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer has been using the trilock trays for about 3 months. Now this issue is occuring: the trays have been washed about 7 times up to now and after the sterilization there is a kind of "chalk dust" on the trays. This happens only when washing the trilock trays, all other trays behave normally. The cause is unknown but the "chalk-like layer" is located on the inside and outside of the entire tray. The fear is that particles of this layer are on the instruments and can come in contact with the patient. No surgery delay, no adverse consequences for patient reported.